Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided.

Event description:
It was reported that the implant was missing inside the inner box.. Doctor finished the procedure with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) empty packaging for an eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length (ct3110) was returned for investigation. Visual evaluation of the as returned packaging identified the vials and outer packaging were empty. No implant inside inner vial, just the cover screw. Tamper seal was identified as broken. The coob is non-verifiable. Device history record (DHR) review was completed for the subject lot number (1247691). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1247691) for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. Based on the available information, packaging malfunction could not be verified and the reported event was non-verifiable. The coob is non-verifiable, as the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information is available at the time of this report.